Event description:
Patient was using 32g, 4mm pen needles with liraglutide pen daily. He reported to pharmacy that twice the pen needle came away from the plastic barrel during injection and he had to pick the needle out of his abdomen. He also reports one occasion when the pen needle disappeared into the liraglutide pen. Symptom: needle stuck in skin. Pt had received prior fills of same droplet pen needles for liraglutide injection, but no documentation of prior issues before pt report on (B)(6) 2018.